Event description:
It was reported by the patient that following a trial spinal cord stimulator lead implant procedure, the patient was instructed to discontinue taking their prescribed warfarin for five days postoperatively. On the last day, the patient experienced a stroke. There were residual deficits in memory and the right hand shook making it difficult to write. The patient also stated having balance issues, however, it was not made clear whether the balance issues are at all attributed to the stroke. The patient then underwent a trial lead explant procedure in order to administer anticoagulants. The location of the leads is unknown. The event was assessed to have been due to the patient having stopped taking their prescribed medicine for the pre-existing condition and was not considered to be related to the device.

Manufacturer narrative:
Explant date: either (B)(6) or (B)(6), 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Lot: 7092933.